Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said that since the got the device the big toe on their left foot pulsed, they decreased stimulation and the pulsing did not stop. The morning of the report they began feeling a shocking in the leg and vagina. They said that 3 of their toes were numb. The only way they could get the shocking to slow down was to go to the bathroom, and push until they urinated. They said the shocking was really hurting them. The issue remained unresolved. The patient called back, and said they got shocked so bad that the morning of the report by the device that it went down their leg and caused their pinky toe to go numb. They stated they had not had any falls/trauma. They wanted to turn the device off until they could get to the doctor about getting it removed. During the call they got the poor communication message with and without the antenna, due to the device age, they were redirected to their healthcare provider.